Event description:
New information reported notes that the patient's right ventricular lead exhibited oversensing of noise. Programming changes were made. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented remotely. Upon review, the right ventricular lead exhibited noise oversensing and high capture thresholds. Programming changes were made. The patient was stable.